Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 38.0 and 89.0 cm from the proximal end; the coil was detached from the pusher assembly. The pull wire was not located in the distal detachment tip (ddt) capture feature. The coil, proximal constraint sphere, and pull wire outer diameter were measured and found to be within specification. The inner diameter of the ddt was measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that during the resheathing of the coil, the hospital did not use a penumbra rotating hemostasis valve (rhv). They used a speed ketch y-adapter (a non-penumbra device) and the coil got stuck inside the y-adapter and dislodged. Evaluation of the returned device revealed that the pet lock was broken, there were kinks along the hypo-tube, and the coil was detached from the pusher assembly. This type of damage typically occurs if the device was improperly handled during use. Due to the broken pet lock and the pull wire being retracted from the capture feature in the ddt, there may have been an attempt to detach the coil, even though it was not mentioned in the complaint. The kinks in the pusher assembly were likely from improper handling during use. The coil, proximal constraint sphere, and pull wire outer diameter were measured and found to be within specification. The inner diameter of the ddt was measured and found within specification. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was attempting to withdraw a ruby coil through another manufacturer's y-adapter. The ruby coil became stuck in the adapter and unintentionally detached. The physician removed the detached ruby coil with his fingers. There was no report of an adverse effect on the patient.